Manufacturer narrative:
Aesculap inc. (Importer, registration no. 2916714) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer, registration no. 3003639970). Exemption number: e2014012. Manufacturing site evaluation: samples received: 45 unopened pouches. Analysis and results: there are no previous complaints of this code-batch. There are (B)(4) units of this code-batch manufactured and distributed in the market. There are no units in stock. The needle attachment test was performed on the samples received and the results fulfill the requirements of the european pharmacopoeia (ep). The (B)(6) kgf in average and (B)(6) kgf in minimum (ep requirements: (B)(6) kgf in average and (B)(6) kgf in minimum). Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed.

Event description:
Country of complaint: spain it was reported that the needle detached from the suture. It occurred in traumatology.